Event description:
It was reported that during surgery, a surgeon was removing old screws to replace those screws with larger screws. During the explanation process the first screwdriver was stripped and a second screwdriver broke during removal as well; but a third screwdriver was used to successfully complete the surgery, removing all the screws.

Manufacturer narrative:
Method: functional inspection; device history review; complaint history review; risk assessment; results: the xia 3 titanium iliac screwdriver was confirmed to have a deformed tip on both the inner and outer shaft of the screwdriver via a visual inspection. The event reported occurred intra-op and did not result in any surgical delay, which is a severity of s0. The manufacturing records were reviewed and a rework was performed on the remaining stock of this product, and then distributed. Conclusion: the issue associated with this product cannot be attributed to the root cause mentioned in the CAPA since it is outside the scope. However, a likely cause of this event was due to the design issue discovered in the CAPA, which lead to the change in design and the eventual obsoleting of this design.

Event description:
It was reported that during surgery, a surgeon was removing old screws to replace those screws with larger screws. During the explanation process the first screwdriver was stripped and a second screwdriver broke during removal as well; but a third screwdriver was used to successfully complete the surgery, removing all the screws.